Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) after going into tether mode and when performing deflection test and got coaxial to run final measurements, the rvlp was spontaneously released from the catheter. Further information was requested but not yet received. The patient was discharged.